Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Capsular contracture, baker grade IV and rupture are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "sharp, shooting pain, breast and neck pain, ear infections," and "capsular contracture," baker grade IV. Additionally, patient reported the additional events of ¿neck and shoulders have pain/hurt; neck and shoulders are pulling¿, ¿capsular contracture is pulling on nerves and things¿, ¿sore throat for 3 months¿, ¿whole body is not right¿, ¿at night has pain and burning; it's painful¿, ¿one breast is swollen, one is not¿, ¿gets dizzy¿, ¿has headaches¿, ¿gets tired¿, ¿sharp shooting pain¿, ¿muscular discomfort in her neck and shoulder¿, ¿believes she has a capsular contracture and possible rupture¿, ¿breasts feel hard and are burning", ¿and ¿thinks she has a fungus¿. Device remains implanted.